Event description:
It was reported that patient started use of a cadd ms3 pump on (B)(6) 2024. Per reporter, for the past 1-2 days in (B)(6) 2024, the patient experienced a shortness of breath (dyspnea). On (B)(6) 2024, the patient was trying to change syringe and noticed that the pump was off, and the syringe was full. The pump did not alarm when it stopped working. The patient switched to backup pump and begun the infusion approximately 90 minutes before reporting. Action taken with sq remodulin was not reported for the event of dyspnea. At the time of reporting, the outcome of dyspnea was unknown. There was patient involvement and patient harm/adverse event was reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. Serial number was not provided to review previous repairs. Product evaluation and problem confirmation cannot be performed. The error history log was not provided, and no evidence was provided for review. Probable cause could not be determined.